Event description:
Event description guidant received information that this transvenous implantable lead dislodged when the patient extended his arm overhead for an x-ray. The patient felt a snapping sensation at the time.